Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an issue with the generator. The ground pads did not stay green and they had to hold it for it to register. Staff stated they power cycled the tower and the erbe but the issue remained. Site tried a new ground pad as well but the issue remained. Tse reviewed the logs and found energy cables issues. Tse asked if the site tracks the uses of the energy cables, caller said yes and they are fine. Tse recommended the use of a force triad but caller said they didn't have one. No known impact or patient consequence was reported. At this time, it is unknown if the procedure was completed in its original configuration.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported problem. Fse replaced the e-200 generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. Thee-200 generator was analyzed and found no issues. The unit was installed onto a known good system and powered on with no issues. The unit passed system drive testing. The complaint regarding issues with the generator, the grounding pad does not stay green was not confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.